Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. The pigtail showed slight deformation, but no other issues were found with the returned product. The patient had a condition of obesity. The cause of the positioning issue was most likely patient condition related.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 52-year-old male noted as heart transplant rejection was implanted with an impella rp device for mechanical circulatory support. The medical team was able to insert the impella pump several times however the pump would not maintain the proper position. After a few failed attempts the medical team decided to explant the pump. The impella rp was replaced with and impella rp flex via right internal jugular vein.